Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.

Event description:
As reported by and edwards lifesciences affiliate in spain, regarding an implant of a 23mm sapien 3 ultra valve in aortic position. Approximately, 1 year after the procedure, patient presented at hospital with dyspnea (functional grade ii). Echo showed flow acceleration with max gradient 40mmhg. Approximately, 2 months later (1 year and 2 months after implantation) tee was performed to clarify the previous result showing max/mean gradients of 37/65 mmhg with good rcc and lcc movement, but ncc motionless (with increased density but no thrombus image), and aortic insufficiency. The patient was still with dyspnea (functional grade ii) and was stabilized pharmacologically. A valve in valve will be scheduled after the CT scan.

Event description:
Additional information: as reported by and edwards lifesciences affiliate in spain, regarding an implant of a 23mm sapien 3 ultra valve in aortic position. Approximately, 1 year after the procedure, patient presented at hospital with dyspnea (functional grade ii). Echo showed flow acceleration with max gradient 40mmhg. Approximately, 2 months later (1 year and 2 months after implantation) tee was performed to clarify the previous result showing max/mean gradients of 37/65 mmhg with good rcc and lcc movement, but ncc motionless (with increased density but no thrombus image), and aortic insufficiency. The patient was still with dyspnea (functional grade ii) and was stabilized pharmacologically. Approximately, 2 months after the tee (1 year and 4 months after the implantation), another tee was performed showing movement of the three leaflets, no thrombus or pannus with mean gradient of 29mmhg, peak gradient 49mmhg. An invasive measure was also performed with a pigtail showing a gradient of 11mmhg and no aortic insufficiency. The patient was fine and per medical team opinion, the restricted motion of the leaflet observed in the previous echo could be related to an artifact. There is no longer a need for a valve in valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: b2, b5, g3, g6, h2, h6 health effect impact code have been updated.

Event description:
Additional information received: 1 year and 4 months after the valve implantation, a tee was performed showing movement of the three leaflets, no thrombus or pannus with mean gradient of 29mmhg, peak gradient 49mmhg. An invasive measure was also performed with a pigtail showing a gradient of 11mmhg and no aortic insufficiency. The patient was fine, the valve in valve was cancelled, and oral anticoagulants (apixaban) were prescribed. As per medical team opinion, the restricted motion of the leaflet observed in the previous echo was artefactual and the high gradients observed were an overestimation since the invasive measure showed only a max gradient of 11mmhg. Regarding the symptomatology of the patient (dyspnea grade ii), medical team explained this symptom with the moderate mitral insufficiency of the patient with mild to moderate pulmonary hypertension, which would explain the dyspnea grade ii observed in the patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections: b5, g3, g6, h2, h6 impact code have been updated. A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per additional information received, the patient was treated medically with anticoagulants and there was no surgical intervention performed, therefore, this event is no longer considered FDA reportable.